Event description:
Summons and complaint rec'd alleging personal injuries which included the loss of fingers and toes, and the surgical attachment of her toes to her hand in connection with the use of playtex tampons.